Event description:
It was reported the patient died less than 4 months after device implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) no anomalies found; proximal segment was returned for analysis.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; proximal segment was returned for analysis. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient died less than 4 months after device implant. Follow up with the physician reported the cause of death was cardio-respiratory arrest, sepsis and pneumonia. Physician further reported that the device had nothing to do with patient death. This patient was ill from other conditions.

Event description:
It was reported the patient died less than 4 months after device implant. Follow up with the physician reported the cause of death was cardio-respiratory arrest, sepsis and pneumonia. Physician further reported that the device had nothing to do with patient death. This patient was ill from other conditions. Nurse reported the patient was last seen on (B)(6) 2010 with normal functioning device. The device had also been interrogated when patient was subsequently hospitalized and in hospice for exacerbation of chf. The interrogations showed normal function of the pacemaker. The patient was not pacemaker dependent.